Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report number 3024985933 2025 00030. The investigation remains ongoing at this time. Additional information will be submitted in a follow up report within 30 days of receipt.

Event description:
On (B)(6) 2026 the patient underwent a right heart catheterization (rhc) recalibration procedure. The sensor offset was determined to be outside the acceptable fluid filled reference measurement error range, confirming that the sensor was providing inaccurate measurements.